Event description:
It was reported that the lesion was an 85-90% de nove in the obtuse marginal branch. No predilation of the lesion was performed (contrary to IFU). The minivision did not pass the lesion and was retracted, some resistance was felt when the proximal end of the stent passed the tip of the guiding catheter. The stent became dislodged from the sds and was retrieved with a hooked, bended guide wire.